Event description:
It was reported that the patient presented to the emergency room and was symptomatic exhibiting a heart rate of 45 beats per minute. The pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.